Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Radical cancer surgery. There was poor staple formation, the b shape was not formed. The distal staple line was incomplete and was fixed by hand sewing. The device was change into a new one in order to resolve the case. The patient has no injury.